Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition 48, ce as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the de novo, moderately calcified lesion in the left anterior descending (lad) artery. Pre-dilatation was performed and the 3.5x48mm xience xpedition stent was implanted. However, post deployment, a distal edge dissection was noted. A 2.5x18mm xience v stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela and there was no reported significant delay in the procedure.